Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that the flexvision pc was not connecting with the host pc, indicating a malfunction of flexvision pc. The fse replaced the flexvision pc, hdd and installed the software. After replacement of the flexvision pc, hdd and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected .

Event description:
It has been reported to philips that the flexvision pc would not boot up. The system was not in clinical use whent this occurred. There was no report of harm. Philips has started an investigation of this complaint.